Event description:
Pt received more medication than intended. Line b of the device was programmed to deliver natrecor (1.5mg/250ml) and the delivery was started. No specific programming parameters were provided. Approx 1 1/2 to 2 hours later, when responding to an air-in-line alarm, the nurse noted the natrecor bag was empty. The device was removed from clinical service. The physician was notified and ordered monitoring of the pt's vital signs every fifteen minutes for the next two hours. The pt's vital signs remained stable. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy.